Event description:
Information received from the patient reported that they were unable to charge their implantable neurostimulator (ins). It was also reported that the patient had a problem with high blood pressure in the recovery room after implant. The patient also did not get adequate training and could not get their recharger to work. The patient stated that they were trained while their contacts were out. They can't see with their right eye and couldn't see the training with their left eye. The patient had additional training with the manufacturer's representative in mid-feb. The representative could only achieve 2 coupling bars and told the patient that the ins was potentially implanted too deep. However, on (B)(6) 2016, the patient met with their healthcare professional (hcp) and was told the area looked good and did not seem too deep. Recharging best practices were reviewed with the patient and when attempting a recharging session they got a reposition antenna screen. Repositioning the antenna did not resolve the issue. An antenna locate (al) feature was then used but did not resolve the issue. They were able to get to the al screen to display on the recharger but could not advance any further and could not perform the al. The patient was able to connect to the ins with the programmer unit. Since the patient was having problems getting coupling boxes filled in they wanted to try another recharger antenna. Additional information received from the patient on march 10, 2016 reported that they received another recharger antenna but this did not make a difference in getting coupling bars to light up. The patient reiterated that they had not been able to charge their ins since implant and had not used the therapy for 3 weeks so the battery would not drain down. The patient had an appointment scheduled for (B)(6) 2016 but the representative was not present. Further information received on march 25, 2016 confirmed that the patient was unable to recharge and was scheduled to have the ins moved on (B)(6) 2016. The indication for use for the implanted device was noted as non-malignant pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that after their implant procedure they went to recharge the implant probably a week and a half after being implanted but were unable to. The conclusion was that it was implanted too deep. The battery was repositioned. The patient notified their manufacture representative (rep) of the inability to recharge their implant probably within the next days or week following the implant surgery. The patient noted having normal soreness and bruising from the procedure. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having poor coupling issues. The patient reported that they would get full boxes, and then they would lose them when they moved. The patient used the antenna locate feature and was able to get full coupling. The patient planned on trying out adhesive discs in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.